Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the sticky control unit, the cause was due to water leakage. For the sticky up-down angulation lever plate and the dirt light guide bundle, the cause could not be established. And for the peeled adhesive around the light guide lens and the peeling of the coating at the connecting tube, the cause was due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited a sticky control unit, a sticky up-down angulation lever plate, a dirty light guide bundle, peeled adhesive around the light guide lens, and peeling of the coating at the connecting tube. There was no patient involvement.